Manufacturer narrative:
The initial reporter ended the call before any customer information or product information could be obtained. It's not possible to determine a manufacture date or 510k number without product information.

Event description:
The advocate stated the customer received a blood glucose reading of 32 mg/dl from his/her contour meter and a reading of 385 mg/dl using a chemistry analyzer. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate ended the call before any additional information could be obtained. No product will be returned.